Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. The low blood glucose level of customer was 30 mg/dl. The current blood glucose level of customer was 182 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported low blood glucose event. It was known that the auto mode feature was not active at the time of incident. Customer was treated with food. Customer alleged that the insulin pump was over delivering insulin. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr, unomed inf set, ozo-unk-snsr